Event description:
It was reported that patient came for a pacemaker (pm) change procedure and the right ventricle (rv) lead was evaluated. The rv lead threshold had been elevated over time. The rv lead was capped and replaced with new lead on (B)(6) 2025. The patient was stable throughout.